Event description:
As reported by the edwards field clinical specialist (fcs), during the transfemoral tavr procedure the first 26mm sapien valve was positioned 50:50 across the annulus; however, during deployment the valve shifted and was deployed 80:20 aortic, resulting in severe paravalvular leak (pvl). Per report, the physician attempted to adjust the valve more ventricular but was unsuccessful. The valve was post-dilated with an additional cc of fluid, but there was no significant improvement in pvl. A second 26mm sapien valve was implanted in a more ventricular position, which reduced the leak to trace-mild. The patient was stable at the end of the case. Additional information provided by the cs indicated that when the first valve was deployed, the physician attempted to reposition the valve more ventricular but was unable to due to a piece of calcium that would not allow the device to move further. The patient's aortic valve was moderately calcified, the aortic root was mildly calcified, the ejection fraction was 55%, the sinotubular junction (stj) measured 28.3mm, the sinus of valsalva (sov) measured 36.6mm. The patient had mild mitral annular calcification (mac) and no ventricular septal hypertrophy. Additionally, the image intensifier angle and coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition and paravalvular leak requiring intervention are known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac), loss of pacing capture and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, although the root cause cannot be confirmed; a combination of patient (moderate aortic valve, mild aortic root calcification, mild mac) and procedural factors (movement of the delivery system by the operator) likely caused or contributed to the aortic deployment and subsequent pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.